Event description:
Sorin group (B)(4) received a report that a pump failed during priming. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that a pump failed during priming. There was no report of pt injury. The pump was returned to sorin group (B)(4) for eval. The initial inspection of the pump found that the pump head roller were over occluded. The occlusion was reset and the pump was run for over eight hours without any problems. The s5 instruction for use instruct the user to check and adjust the pump occlusion each time before using the system. The instructions for use also state that over occlusion can overload the pump. The customer was notified of the above findings and provided with a replacement pump. No further action is deemed necessary at this time.